Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they are still experiencing severe pain and that their device needs reprogramming. It was noted that the hcp that was going to replace the patient's ins has since retired. It was also noted that the patient's issues came on gradual starting 6 months ago. No further patient complications have been reported as a result of this event.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of lumbar radiculopathy. It was reported that the patient was getting an MRI for an unrelated issue. The patient told the hcp that their device was not working. The hcp stated that they did not know what this means. No further complications were reported. No symptoms were reported. The hcp wanted to know if they could scan the device if it was not working, or if they had to see the system was off on the programmer.